Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6)2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that when using their humapen savvio device the "device thread jumped out when injecting." No adverse event was reported. Investigation of the returned device (batch 1910s04, manufactured october 2019) identified the reportable malfunction of a broken bulkhead component and found a foreign material present on the bulkhead, face clutch, and housing collar. Spectroscopic analysis of the foreign material on the face clutch identified it to be consistent with an unsaturated fatty acid such as lard oil and the foreign material on the housing collar and the bulkhead is consistent with glycerin. The foreign material, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead component, causing the device malfunction. Malfunction confirmed. A broken bulkhead can lead to an over- or underdose. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. Foreign material contamination of the device occurred while in the field (not related to the manufacturing process). This misuse is relevant to the finding of bulkhead failure.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by consumer who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication via humapen savvio 3ml (red) for treatment of unknown indication since an unknown date. On unknown date, unknown time after starting the drug, the humapen savvio 3ml (red) device thread jumped out when injecting. There was no cartridge in the pen, therefore no troubleshooting was possible. The pen was stored at the pharmacy. This humapen savvio 3ml (red) was associated with product complaint (B)(4), lot number 1910s04. The operator of the device and his/her training status was unknown. The duration of use for the device model and action taken with suspect device was unknown. The device was returned on 03jun2024. There is evidence of improper use. Edit 23jul2024: upon internal review, updated the pen will be stored in pharmacy to the pen was stored at the pharmacy. No other changes were done. Update 02aug2024: additional information received on 30jul2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, improper use and storage from no to yes, reiterated malfunction as yes and reiterated device return status as returned to manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by consumer who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication via humapen savvio 3ml (red) for treatment of unknown indication since an unknown date. On unknown date, unknown time after starting the drug, the humapen savvio 3ml (red) device thread jumped out when injecting. There was no cartridge in the pen, therefore no troubleshooting was possible. The pen will be stored at the pharmacy. This humapen savvio 3ml (red) was associated with product complaint (B)(4), lot number 1910s04. The operator of the device and his/her training status was unknown. The duration of use for the device model and action taken with suspect device was unknown. The device was returned on 03jun2024.